Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain, lump, and benign tumor. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: missing (0-25%) and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported left side rupture, pain, lump, and benign tumor. The device has been explanted.